Event description:
Consumer reports experiencing inaccurate readings on their cobranded meter vs. Competitive meter. Analysis run on clark error grid using competitive reading (80) as ref. Points vs. Bd readings (300, 350) yielded some data points in the "c" range of the grid, outside acceptable limits.